Manufacturer narrative:
The head of the screws shows clear signs of a vibration breakage. The breakage is not on the height of the cementoutcoming wholes. The sighted production orders and material certificates shows no meanderings.

Event description:
Early screw fatigue breakage in area of the screw head after 3 months. Screw is broken. Non-sterile implant, hospital performs repeated sterilization process.